Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:unavailable.

Event description:
It was reported by the affiliate via complaint submission tool that during an unknown procedure the pictures of the rad32" 4k/uhd medical display were flickered. The procedure had to be completed using another device. No patient consequence, however there was a 10 minutes surgical delay. No additional information was provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: d4: serial number and UDI: both serial number and UDI were documented as unknown in the initial report and have been updated as 18-295308 and 00851455007812 respectively. Therefore, UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summaryaccording to the information provided, it was reported that the unit was flickered. The complaint device is not being returned, therefore unavailable for a physical evaluation. However a video was provided. Upon visual inspection of the video, the screen was showing a duplicate image and also it was flickering constantly. The complaint reported was confirmed. The video do not provide enough evidence to determine root cause, it can probably associated to a connection issue, however it cannot be conclusively. Hands on analysis should provide the evidence necessary to confirm the root cause. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.